Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer returned an empty vial. Customer returned product in a state that made investigation impossible. Customer returned an empty vial.

Event description:
Caller states patient tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.